Event description:
It was reported the patient experienced ineffective stimulation. Reportedly, the patient refused reprogramming. In turn, the patient underwent surgical intervention wherein the scs system was explanted.